Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 2. The home patient (hp) stated that they disconnected aseptically during the dwell and the hc was still in dwell, but it started alarming with the se 2240 right after the hp reconnected. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear it. The hp was going to finish the therapy manually. There was no patient injury or adverse event associated with this report.